Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system needle didn't retract after use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The device history report for lot number 6022523 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 6022523 was manufactured february 2016. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for the purpose of the investigation. Investigation conclusion: since no sample or photo was returned for evaluation the exact root cause could not be determined.

Event description:
It was reported that the bd nexiva diffusics closed IV catheter system needle didn't retract after use. There was no report of exposure, injury, or medical intervention.